Manufacturer narrative:
Additional information: a pressure of 16-18atm was applied to the balloon during inflation. The device was not moved or repositioned in the lesion while inflated. It was stated that no difficulties were noted during inflation of the device. It was stated that the deflation difficulties were noted after the first inflation. It was stated that many attempts were made to remove the balloon from the patient. It was reported that the balloon deflated slowly with the approximate deflation time noted to be 20-30s. It was stated that the balloon was able to be fully deflated and removed easily after deflating slowly over that time. It was noted that a 1:1 ratio concentration of contrast / saline was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a moderately tortuous, moderately calcified lesion located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that balloon deflation difficulties occurred and the device would not deflate at the lesion site. The patient was reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The balloon was deflated on return. There was no damage noted to the proximal balloon bond. The balloon was inflated to nominal pressure of 10atm and maintained pressure. The balloon deflated in 10sec with spec being 15sec. There was no other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.